Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2013, patient underwent placement of the of the angiodynamics xcela port, lot number 130850. The device was implanted at (B)(6). In 2017, her port was subsequently removed due to infection.